Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata, device remains implanted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) years after post initial procedure the patient was presented with a type 1b endoleak and a possible type 3b endoleak during a routine follow-up. The physician elected to a re-intervention and implanted an afx2 bifurcated stent graft and an afx suprarenal. The final patient status was reported as being fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak from the right common iliac artery was confirmed. The type 3b endoleak was unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the 1b endoleak is the right common iliac artery enlarged beyond the size of the previous stent (anatomy related). Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was discharged home on the first postoperative day following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.